Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer stated they had called previously to report the alarm, but it continues alarming. She stated her blood glucose has been about 350mg/dl, treated with manual injection. The customer stated they have tried all remedies, but pump continues alarming. The customer was advised the pump will be replaced and revert to back up plan.